Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was suspected of electromagnetic interference due to use of cautery during the procedure, which resulted in a polarity switch on both the right atrial (ra) and right ventricular (rv) leads for out of range impedance. The device was reprogrammed back to its original settings and remains in use. No patient complications have been reported as a result of this event.